Event description:
A customer reported to beckman coulter inc (bec) that there was a small fluid leak of blue color underneath coulter lh750 hematology analyzer. There was also what appeared to be dried solution under the instrument. The customer cleaned the area, wearing ppe consisting of a lab coat, eye protection, and gloves. There was no exposure to mucous membranes or open wounds, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. The leak did not affect patient results, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Field service engineer (fse) found a small hole in the tubing at pinch valve 41(pv41). The fse replaced the tubing at pv 41 and resolved the leak. Repairs were verified as per established procedures. The tubing at pinch valve 41 may have blood and diluent while in operation and cleaning reagent while in shutdown. The cause of the leak was a small hole in the tubing at pinch valve 41. (B)(4).